Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced loss of consciousness (loc) and was found unresponsive by her daughter, who discovered the patient and contacted emergency medical services (ems). Upon ems arrival, the dexcom g7 application displayed a glucose value of 83 mg/dl. A fingerstick blood glucose (fsbg) measurement obtained by ems showed a value of 22 mg/dl. The patient was treated at home with a glucagon injection and oral glucose gel; the patient was unable to recall the administered dosages. The patient was not transported to the hospital. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.